Event description:
Baxter reports a transfer set with a broken clamp. "Excess of dialysis with clamp in closed position." Noted after approx 90 days of use. No pt injury or medical intervention was reported per baxter affiliate.